Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The filter remains implanted in the patient. Therefore, a sample evaluation could not be performed. The investigation is currently underway.

Event description:
It was reported that approximately four years post filter implant, the patient presented to the emergency room with chest pain and shortness of breath. CT imaging demonstrated two filter limbs had detached from the filter and moved into the heart. An attempt to remove the filter was performed using a recovery cone, however, the physician was unable to align the cone over the apex to retrieve the filter. There was no attempt to retrieve the detached components from the heart. No report of injury to the patient.